Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within specification. No failed battery test alarm, weak battery, or battery out limit alarms noted during testing. The device had cracked reservoir tube lip, cracked display window, and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer had an empty battery sign and a black circle. The customer's blood glucose level was 115 mg/dl. She received a battery out limit, a weak battery, and a failed battery test alarm. The product was returned. Nothing further to report.